Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, approximately two years after the initial left total shoulder arthroplasty, the patient reportedly fell, resulting in a nondisplaced periprosthetic fracture. The fracture was treated nonoperatively. There have been no additional reported events since then. The patient recently reported instability. The patient was revised and the humeral liner was found to be dissociated from the humeral tray. It is unclear when this dissociation took place.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d10. D10: 300-01-15 equinoxe, humeral stem primary, press fit 15mm (B)(6). 320-01-38 equinoxe reverse 38mm glenosphere (B)(6). 320-15-01 eq rev glenoid plate (B)(6). 320-15-05 eq rev locking screw (B)(6). 320-20-00 eq reverse torque defining screw kit (B)(6). 320-20-18 eq rev compress screw lck cap kit, 4.5 x 18mm (B)(6). 320-20-26 eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6). 320-20-26 eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6). 320-20-26 eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6).

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The revision reported was likely the result of disassembly between the humeral liner and humeral tray. However, the reported instability cannot be confirmed based on the information provided. Potential contributions from an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the disassembly of the humeral liner cannot be confirmed from the reported information. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.